Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v675651, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the caller was reprogramming the patient for their annual one year reprogramming. Impedances were checked and were read as greater than 4000 ohms. The patient felt stimulation in the vaginal area. The last reprogramming was on (B)(6) 2012.